Event description:
It was reported to philips healthcare that the device had an ECG equip malfunction inop message. There was no patient involvement or negative patient impact reported.

Manufacturer narrative:
(B)(4).